Event description:
It was reported that during a product surveillance registry study, the patient had a ventricular tachycardia (vt) rate that was just under the detection rate set on the implantable cardioverter defibrillator (ICD). Hospital staff was able to get the patient out of vt and decreased the device parameters of the vt detection zone. The patient went back into ventricular tachycardia and the device did not detect it, therefore, the device did not provide therapy. It was noted that the patient became unstable and received external defibrillation by the intensive care unit (ICU). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).